Event description:
A confirmed pump motor stall was reported with no motor stall recovery. Environmental and medical procedures were ruled out for the cause of the stall. The diagnosis associated with the event was "severe withdrawal". The pt experienced withdrawal with increased pain and weakness. The pt was at the hospital for treatment. The pump was replaced. Per the reporter, there was no pt injury; the pt recovered without sequela. The pump contained fentanyl, clonidine and marcaine.

Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.